Event description:
It was reported to boston scientific corporation that a resolution clip was used in a procedure. The exact procedure date was unknown. During the procedure, the sheath became detached from the blue component, and the clip would not deploy. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: the returned resolution clip was analyzed, and a visual, microscopic, and functional inspections confirmed that the device was returned with the clip assembly attached and capable of full deployment, although the blue grip was found to be detached. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed as the clip assembly was able to perform a full deployment. Upon analysis, the outer sheath was detached from the blue grip. Such detachment may result from operational factors during the procedure, including the physician's technique or the scope's position and angle. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in a procedure. The exact procedure date was unknown. During the procedure, the sheath became detached from the blue component, and the clip would not deploy. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.